Event description:
The pump was returned for investigation. Investigation revealed that the display screen was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audio tones and vibrations functional but the display was blank. The pump case was removed and the display screen was found to be damaged/cracked. A test display was inserted and was found to function properly. (B)(6).